Event description:
The hearing aid (h/a) weare reported that wax guards has fallen off in her ears. The h/a dispenser examined both ears and found no wax guards, and no evidence of irritation or injury.